Event description:
It was reported by the customer that a bd pyxis¿ es server had extract transform load process delay and report data not current. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the extract transform load (etl) process was delayed in the server and report data was not current. The technical support specialist (tss) identified that the etl delay was caused by high memory usage, with random access memory (ram) utilization reaching 94%, which impacted structured query language operations. The tss advised the customer to contact information technology team to increase in memory to 16gb to ensure proper service performance. As requested, increased the server¿s ram by 4gb. The customer confirmed that all services resumed normal operation after the upgrade. The system functioned as intended after the technical support specialist investigated the issue.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ es server had extract transform load process delay and report data not current. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.